Event description:
It was reported that a malfunction occurred with the customer's pump after it fell and hit the floor following a shower on march 20, 2026. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump malfunction code was not resettable and arranged for a replacement pump to be sent. The customer was advised to use a backup insulin pump to maintain insulin delivery.